Event description:
It was reported to the company that the patient experienced overly loud sensations followed by sound quality issues. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed the device was no longer functioning. The surgery to explant patient's c1 device has been scheduled.